Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 190-300 mg/dl. It was discovered the customer uses cold insulin within the cartridge. Customer was educated on cartridge/insulin labeling. Reportedly, the customer changed supplies to address the issue.